Event description:
It was reported that: "the tip broke off the cable cutter during the revision hip we used the other cutter in the set."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Additional info (including lot code & device) was requested. If device or additional info becomes available, the eval summary will be submitted in a supplemental report.